Event description:
Report received from (B)(4) stating that the device was "frozen." The device was not being used during surgery. The occurence date is unk. It is unk if there was pt/user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4)..